Event description:
As reported, two 7f .078 vista brite tip amplatz left (al) 1 guiding catheters cracked from the distal end after crossing the sheath, rendering them unsuited for intervention. A non-cordis guiding catheter was used to complete the procedure. There was no reported patient injury. There was no kink in the distal end of the catheter. The damage was not noticed during preparation, and there was no damage observed in the catheter packaging. The user is trained to the device. The product was stored on a shelf in the catheterization laboratory and opened in the sterile field. The device was used in the patient and was prepared according to the instructions for use (IFU). The damage was not noticed until the catheter had been opened from the packaging. No force was applied because the catheter could not be introduced through the sheath. The devices were not returned as expected.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, two 7f .078 vista brite tip amplatz left (al) 1 guiding catheters cracked from the distal end after crossing the sheath, rendering them unsuited for intervention. A non-cordis guiding catheter was used to complete the procedure. There was no reported patient injury. There was no kink in the distal end of the catheter. The damage was not noticed during preparation, and there was no damage observed in the catheter packaging. The user is trained to the device. The product was stored on a shelf in the catheterization laboratory and opened in the sterile field. The device was used in the patient and was prepared according to the instructions for use (IFU). The damage was not noticed until the catheter had been opened from the packaging. No force was applied because the catheter could not be introduced through the sheath. The products were not returned for analysis. A review of the manufacturing documentation associated with lot 18297486 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the events. Without the return of the devices for analysis, the reported customer complaint ¿brite tip/distal tip cracked¿ could not be evaluated. With the limited information provided, without the return of the devices, and with no procedural films, the cause of the reported events could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additional force and manipulation of the catheter may have led to the reported issue. As per the instructions for use (IFU), to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. The instructions for use (IFU) cautions users to inspect for any signs of damage prior to and during use. The IFU instructs any product with damage to not be used. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.